Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate electric shock due to oversensing. Programming options were discussed and recommended. Continue to monitor was suggested. Currently, this s-ICD remains in service and no additional adverse patient effects were reported.